Event description:
A customer contacted beckman coulter inc. (Bec) and reported that while troubleshooting the ion selective electrode (ise) calibration failure, they accidentally dislodged one of the tubing from the ratio pump on unicel dxc 600i synchron access clinical system. Customer stated that a small amount of buffer came out and was cleaned up. Customer was wearing proper protective equipment and was not exposed to any liquid, no medical attention needed or required. Per customer, no patient results were generated or affected in connection with this event.

Manufacturer narrative:
A customer technical support (cts) assisted the customer and verified the position of each line with customer. The issue has been resolved. Service was not dispatched for this problem. User error contributed to this event. (B)(4).